Event description:
It was reported that the right ventricular lead exhibited noise and oversensing. It was also reported that the right atrial lead demonstrated high impedance. Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the distal segment of the lead was returned and analyzed. The middle insulation was breached with metal ion oxidation. The defibrillation conductor was distorted. Several conductors had blood/body fluid (not obstructed). The outer insulation was melted. The middle insulation had cosmetic metal ion oxidation. Cosmetic environmental stress cracking was noted on the outer insulation. It was also noted there was blood in/on the helix/lobe mechanism. Evaluation summary (B)(4) : the distal segment of the lead was returned and analyzed. The defibrillation conductor was fractured and was distorted. There was blood/body fluid (not obstructed) on the defibrillation conductor. The outer insulation was pulled apart (overstress.) It was also noted the inner insulation was torn.